Event description:
The customer reported that the insulin pump alarmed several times motor error during basal. Troubleshooting was performed. The caller stated that she attempted to rewind and prime, but the insulin started squirting out during prime process. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm motor error alarms due to the prime anomaly. The motor was tested outside the device and passed. The insulin pump had cracked reservoir tube and display window.